Manufacturer narrative:
Testing of actual/suspected device/10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the fiber optic didn't pass inspection on the cardiosave intra-aortic balloon pump (iabp) unit . To fix the issue, the fse replaced the cbl assy,fo sensor extension and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventative maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic didn't pass inspection. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventative maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic didn't pass inspection. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the fiber optic didn't pass inspection on the cardiosave intra-aortic balloon pump (iabp) unit . To fix the issue, the fse replaced the cbl assy,fo sensor extension and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the fiber optic didn't pass inspection. To fix the issue, the fse replaced the cbl assy,fo sensor extension (0012-00-1562), and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.